Event description:
Monitor units set to deliver a total dose of 166 mu. Treatment had to be interrupted due to a pt problem. Treatment was resumed and was terminated automatically with the console and system showing that a total of 118 mu was delivered and that the treatment was complete. The mechanical counter showed a zero reading, indicating that no dose was delivered.